Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. No sample material was available for investigation. A negative test result does not completely rule out the possibility of an infection with sars-cov-2. Based on the available information a general reagent issue can be excluded.

Manufacturer narrative:
Patient's age was provided as "70s" years. This event occurred in (B)(6)

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-sars-cov-2 on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample resulted with the following values when tested using the elecsys anti-sars-cov-2 assay: 0.0957 coi (non reactive) on 19-may-2020. 0.0917 coi (non reactive) on 25-may-2020. 0.0953 coi (non reactive) on 25-may-2020. 0.0906 coi (non reactive) on 26-may-2020. 0.0884 coi (non reactive) on 26-may-2020. The sample was tested using the anti-sars-cov-2 igg method on an abbott architect i2000sr analyzer, resulting with a value of 5.1 s/co (positive). It is unknown which results are correct. A dilution test was performed on the sample to rule out the possibility of a ultra high concentration of antibody in the sample, however, there was no change in the elecsys anti-sars-cov-2 result. The e 801 module serial number is (B)(4).